Manufacturer narrative:
Batch review performed on 18 july 2019: lot 164578: (B)(4) items manufactured and released on 29 september 2016. Expiration date: 2021-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: versafitcup 01.26.50mb acetabular shell ø 50 (k083116) lot. 177473. Batch review performed on 18/07/2019: lot 177473: (B)(4) items manufactured and released on 02-mar-2018. Expiration date: 2023-02-22. No anomalies found related to the problem to date, items of the same lot have been already sold without any other similar reported event. Additional implant involved: liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø 50/28 (k092265) lot. 178296. Batch review performed on 18/07/2019: lot 178296: (B)(4) items manufactured and released on 22-mar-2018. Expiration date: 2023-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: mectaplug 01.33.101 mectaplug pe size 1 lot. 180521 (not distributed in the us). Batch review performed on 18/07/2019: lot 180521: (B)(4) items manufactured and released on 25 apr 2018. Expiration date: 2023-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: cup: ball heads: cocr 01.25.013 cocr ball head 12/14 ø 28 size l +3.5 (k072857) lot. 166592. Batch review performed on 18 july 2019: lot 166592: (B)(4) items manufactured and released on 07 march 2017. Expiration date: 2022-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a total hip replacement (B)(6) 2017 which had to be revised on the (B)(6) 2017 due to fracture (no implants has been removed). The patient then suffered from an infection which resulted in all implants needed to be extracted ((B)(6) 2018). On (B)(6) 2019 all implants were removed due to infection, pathogen unknown.